Event description:
The facility maintains, on the day of the incident, the pt was placed in a wheel-chair with the restraint used to help keep her upright in the chair. The pt was discovered partially out of the wheelchair and taken out of bed. The following day it was discovered the pt had a large bruise on the lower lateral side of her right breast. She was taken to the hosp where she was kept for 4 hours; later it appeared that the area of bruising was getting significantly worse so she was readmitted to the hosp where she died approx 2 weeks later.